Manufacturer narrative:
D6: info not applicable. H2: added additional info.

Event description:
During a laparoscopic hernia repair, it was reported that the device jammed. There was no consequence to the pt.